Event description:
It was reported when the device was removed from the deceased patient, it was placed aside and started to ¿beep¿ and then it was ¿knocked onto the floor and caught on fire.¿ no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.